Manufacturer narrative:
Taper type unknown. Device evaluation summary: the device was returned to apollo for analysis, and visual examination noted the lap-band was received with an additional piece of band tubing. Brown discoloration was observed on 40% of the band ring and shell. White and yellow particles were observed on the inner surface of the band shell. A port leak test was not feasible as the port was not returned. An air leak test was performed and leakage was observed from one opening on the band shell at the shell belt junction. A fill inspection test was performed on the additional piece of band tubing and no blockage was observed. Under microscopic analysis the opening on the band shell at the shell belt junction was observed to be striated, consistent with damage from a surgical tool. The band tubing attached to the lap-band and the additional piece of band tubing (both ends) were noted to have striated edges consistent with a surgical end cut. Material degradation was observed on 25% of the band shell.

Manufacturer narrative:
Unknown taper. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "leaky" lap-band. The band was removed.